Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis in a petri dish containing two different sections of an amplatz guidewire. Additionally, a section of what appears to be a catheter and sections of a stent were also returned. Blood residues were encountered on the returned parts. The returned parts matched the images provided by the customer. The returned sections of the guidewire were found unraveled, kinked and stretched. The guidewire coating was peeled in some areas. Overall dimension of the distal tip is within specification. No more damages were found in the device.

Event description:
It was reported that guidewire entrapment and removal difficulties occurred. The 50% stenosed target lesion was located in the mildly tortuous left proximal artery. A 6f non bsc guide catheter was used and a 035/260/1 amplatz guidewire was advanced to cross the lesion. After implanting a non bsc stent, an angiographic catheter was advanced but failed to reach the proximal part of the stent. The device was exchanged to a 4f diagnostic catheter however, this device was still unable to advance at the proximal part of the stent.. It was noticed that the guidewire may have gotten trapped in the stent. Upon attempting to remove the guidewire, the stent got dislodged. The stent was pulled with the guidewire in the guide catheter but could not fit completely. The guidewire was unraveled and separated further. The procedure was stopped and surgical operation was successfully performed, retrieving both devices. No further patient complications were reported.

Event description:
It was reported that guidewire entrapment and removal difficulties occurred. The 50% stenosed target lesion was located in the mildly tortuous left proximal artery. A 6f non bsc guide catheter was used and a 035/260/1 amplatz guidewire was advanced to cross the lesion. After implanting a non bsc stent, an angiographic catheter was advanced but failed to reach the proximal part of the stent. The device was exchanged to a 4f diagnostic catheter however, this device was still unable to advance at the proximal part of the stent.. It was noticed that the guidewire may have gotten trapped in the stent. Upon attempting to remove the guidewire, the stent got dislodged. The stent was pulled with the guidewire in the guide catheter but could not fit completely. The guidewire was unraveled and separated further. The procedure was stopped and surgical operation was successfully performed, retrieving both devices. No further patient complications were reported.